Event description:
It was reported that the customer was having issues with silicone delaminating from our dressings. Residue was left on patients, or stuck within there wounds. Customer stated that she had a few dressings in which the silicone was deteriorating and breaking down. The residue from the silicone was then either staying on the patients skin, or decomposing in the patients wounds. The implications to this is that many of the patients in ICU are not moved, and dressings cannot be checked daily. It is unknown the quantity of patients in which the residue was left on wound bed, it appears there have been a few incidents. No patient details available. Silicone has been cleaned off existing wound with normal saline or by picking off with dressing forceps. There was not further impact in the patients.